Manufacturer narrative:
(B)(4). The referenced endobronchial tube was returned and evaluated for the reported "cuff won't deflate" event. Visual examination of the returned device showed no anomalies. The bronchial and tracheal cuffs were both inflated and deflated without issue. The reported event was not duplicated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A report was received stating during &#39;prior to use&#39; testing the tracheal tube&#39;s cuff did not properly deflate. There was no patient involvement.